Event description:
Pt status post rib resection mid on (B)(6) 2011, returned to surgeon complaining of movement in his chest at a f/u visit. A CT scan on an unk date showed a subsequent second rib fracture on the same rib with the implanted plate which was broken. Surgeon revised the pt removing the broken plate and repaired both fractures.

Manufacturer narrative:
This info was not provided during the initial report. Add'l info has been requested. (B)(6) 2011. Unable to provide the date of MFR as no product was returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number, the device history records could not be requested.